Manufacturer narrative:
Follow-up # 1 ¿ (04/11/2015). The patient¿s meter has been returned on 3/24/2015 and evaluated by lifescan product analysis on 3/26/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verioiq meter displayed an error message. The complaints were classified based on the customer care advocate (cca) documentation. The patient stated that the error message first occurred at an unknown time on (B)(6) 2015, but was unable to recall what the error message was. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings. In response to the alleged error message the patient alleges that they had taken their usual dosage of insulin (12 units humalog per day) from (B)(6) 2015 to (B)(6) 2015. The patient reported that an unknown period of time after the product issue first occurred they experienced the symptom of ¿shakiness¿. The patient did not require any form of medical treatment as a result of this symptom. At the time of troubleshooting the cca noted that the patient did not have testing supplies available to walk through a retest. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.